Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 the son of a (B)(6) year old female pt contacted zoll customer support to report that the pt had sores under her breast from the lifevest. While following up with the pt, a zoll pt service rep (psr) reported that the pt's skin was raw and bleeding under the front therapy electrode (te). The pt was using an oil based cream and zinc oxide powder on the irritation. The pt continued to wear the lifevest. It is unk whether the pt required med intervention. The clinical outcome of the sores is unk.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.